Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data supplied. The ccc found quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse performed a service method test (smt), which passed. The cse inspected and cleaned all cuvette washer probes, replaced all dryer boots and filters for the cuvette washer and performed a leak check for cuvette washer, resulting within range. The cse found a biowaste tubing collapsed on itself. The cse corrected the tubing and replaced the a and b valve. Siemens is investigating the event.

Event description:
Discordant, falsely elevated total bilirubin results were obtained on three patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s), which were not questioned. The customer repeated the same samples on the same instrument, resulting lower. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total bilirubin results.

Manufacturer narrative:
The initial MDR 2517506-2016-00537 was filed on december 21, 2016. Additional information (01/27/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc found in the error log, cuvette wash low vacuum to bio waste and valve failures for probes a and e. This was corrected by the siemens customer service engineer (cse). The cause of the discordant, falsely elevated total bilirubin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.